Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient (pt) reported damage on the recharger cord and stated that the cord becomes too hot when attempting to charge the implantable neurostimulator (ins). Agent will call pt back later to obtain the recharger cord sn and request a replacement. Agent called pt to obtain the recharger sn and confirm the shipping address. Agent submitted a request for repair to replace the recharger. "[See general text info for details on omitted information.]"

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-svc, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.